Manufacturer narrative:
One of the two burs subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed that only the shank of the bur was returned. The shank of the returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The second bur associated with this MDR is as follows; part number: 5820010010, lot number: 10159017.

Event description:
It was reported that during a mastoidectomy procedure, two burs broke. It was also reported that the broken pieces did not fall into the pt or the surgical site. It was further reported that the surgery was delayed by two mins to obtain a replacement bur to complete the procedure.